Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead became dislodged, resulting in three inappropriate shocks delivered. Additionally, complete loss of pacing and sensing functions were observed. An invasive surgical procedure was performed to restore critical therapy to the patient through repositioning the rv lead, which restored the appropriate pacing and sensing functions.

Manufacturer narrative:
As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.